Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the inability to connect to or turn on the implant remains unknown, and reiterated a possible contributing factor being that the device had not been charged for an unknown period of time. The patient is awaiting evaluation by the healthcare provider, no device removal or replacement is planned at this time. The information was confirmed and by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that healthcare provider (hcp) requested manufacturer representative (rep) check device in facility. Patient lives in a facility and have memory issues. Patient may have forgot to charge. Rep tried normal troubleshooting workflow to active device, they were unable to successfully turn device back on or to connect to the device. Hcp is discussing options with family will follow up as soon as hcp communicates the plan. Hcp may be planning on replacing the device. The issue has not been resolved at the time of this report